Event description:
The customer reported that while monitoring patients their xhibit central station powered itself down. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs healthcare field service engineer went on site and inspected the unit. The unit was overheating due to a faulty fan on the video card. The device would overheat and perform a self-protecting shut down to prevent further hardware damage and software corruption. The faulty unit was removed from use and replaced with a loaner. The customer will repair the device before it will be returned to service.